Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited fluctuating impedance measurements from 1850 ohms to less than 200 ohms along with high pacing thresholds. As lead fracture was suspected, the lead was extracted and replaced with good and stable electrical parameters. The device was explanted as well as it was nearing elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.